Manufacturer narrative:
(B)(4). Photographic analysis: one pdf with three photos were received. The three photos show tissue with staples on it. The staples are noted with the proper b-form. Based on the pictures reviewed the event described cannot be confirmed. Please refer to device analysis for full analysis details.

Manufacturer narrative:
(B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, according to the surgical assist, on the fifth and sixth firings of a laparoscopic gastric bypass, two blue loads were fired and staples ¿pulled out¿ of the tissue and appeared to be incompletely formed. A second stapler and reload was opened and the case was continued. Additional tissue had to be resected on the gastric pouch, but the surgeon did not have to compromise the anatomical construct that was intended.

Manufacturer narrative:
(B)(4). Batch # r5916d. Investigation summary: the analysis found that one plee45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. In addition another ecr45w reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.